Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, the device failed test steps during testing. The device was recalibrated to address the issue.